Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces or keypad dome switches during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Insulin pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment, serial number label missing and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.